Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a urology procedure, while doing a continuous suture, the needle broke and fell into the patient's cavity but was retrieved using a needle holder. It was stated that two reloads had the same malfunction during the event. The same item was used to complete the case. There was no patient injury.